Event description:
A hospital in another country, reported to our distributor that the inspiratory limb of an rt106 adult breathing circuit gave off a "burning smell" during use. It was further reported that a portion of the circuit appeared to be discolored. The circuit had been in use for a period of 2 weeks at the time of the event. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt106 breathing circuit is currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the breathing circuit is returned and investigation results become available. However, in view of previous investigations on similar complaints, we note the following: fisher & paykel breathing circuits are designed for single use of up to a maximum of 7 days. This is provided for in our "user instructions" sheet which accompanies each product in the section entitled "warning". A potential cause for the alleged "burning smell" may be patient secretions coming into contact with sections of the heater wire. Pending receipt of the breathing circuit and an investigation, we are unable to confirm this at present.